Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported elevated blood glucose during the month of (B)(6) 2011. Patient believes not enough insulin was delivered into her body from the infusion set, and it was reported the infusion set leaked insulin at the cannula site. Patient experienced nausea, tiredness, headaches, and in general felt unwell. Blood glucose elevated to the range of 19-23 mmol/l (342-414 mg/dl). Infusion sets were requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional details were provided.